Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing significant increase in charging burden and frequency. It was also noted that ipg does not charge to full capacity. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The explanted device will not be returned per facility policy.